Event description:
Pt found pulseless. Code called and AED applied. AED failed to work-would not fire. AED voice kept repeating motion detected. No pt movement. All clear-no staff touching pt. Back-up defibrillator obtained and code continued. Pt ultimately expired. Code efforts unsuccessful.